Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a dissection and small descending thoracic aortic aneurysm. Aneurysm morphology was not reported. It was reported that the patient was taken to the or and prepped as usual. A femoral cut down approach on the right side with percutaneous access on the left was accomplished. A marker pigtail was placed in the left femoral sheath and a talent thoracic distal main stent graft was placed on the right side. The approach was to back build from the bottom up since there was as discrepancy in the size of the proximal and distal landing zones. The distal main was advanced to the appropriate level (not in the ascending arch) and an angiogram was taken. At the time of insertion of the stent graft delivery system, a dramatic drop in the patient's blood pressure was noted (50mmhg/systolic) with slow and wide qrs complexes. Several medications were given without much improvement. Chest compressions were begun until external pacing was initiated. Once a heart rate and a blood pressure was stabilized a transesophageal echo was done in the or. The tee showed the patient has oxygen bubbles in both his right and left atrium. This was assumed to be the cause of the slow, wide qrs complexes but how the o2 bubbles got into the patient's heart is still unsure. The distal main was then deployed, followed by a proximal main that was precisely deployed at the level of the left subclavian. The procedure to exclude the dissection and aneurysmal section of the descending thoracic aorta was successful. The following day, the physician stated the patient's condition was improving. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: other, (unknown origin of the oxygen bubbles in both his right and left atrium). Conclusion: other, (unknown origin of the oxygen bubbles in both his right and left atrium). Other, cardiopulmonary resuscitation.